Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient weight: unknown / not provided. A summary investigation has been completed for bone loss events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost nonexistent. A summary investigation has also been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported that the implant at tooth site #24 experienced infection + bone loss at the implant site and was removed. Chronic pain after placement. Site #24 pre-op evaluation-very good site. CT 1-1-22, bone loss surrounding implant, deep to crest. #23 mobile. Removed implant. Curretage -will need to bone graft site& replace - endo consult on #23. Symptoms as a result of the event: abscess, pain, edema.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient weight: unknown / not provided. A summary investigation has been completed for bone loss events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost nonexistent. A summary investigation has also been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported that the implant at tooth site #24 experienced infection + bone loss at the implant site and was removed. Chronic pain after placement. Site #24 pre-op evaluation-very good site. CT (B)(6) 2022, bone loss surrounding implant, deep to crest. #23 mobile. Removed implant. Curretage -will need to bone graft site& replace - endo consult on #23. Symptoms as a result of the event: abscess, pain, edema.